Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device had a difficulty in releasing the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? No information. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? The surgeon felt an unexpected resistance that something was caught on after firing. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).